Event description:
The pt experienced pain. Revision surgery revealed a tear in the medical ligament. The tibial insert was revised at this time.

Manufacturer narrative:
Summary of evaluation: the device was not returned; therefore, evaluation of the device was not possible.